Event description:
Per the field clinical specialist (fcs), approximately 11 months and 29 days post implant of a 29mm sapien 3 valve, the patient now presents with severe paravalvular leak (pvl). The patient is being assessed for planned intervention. No other information is available at this time.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Follow up with the field clinical specialist (fcs) indicated that the planned intervention included the team performing a balloon aortic valvuloplasty (bav) with and edwards delivery system and expanding the 29mm sapien 3 valve. Trace paravalvular leak (pvl) was noted. The patient did well and there was no need to implant a second valve.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion and to b5. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak was unable to be confirmed as no imagery/medical record were provided for evaluation. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "approximately 11 months and 29 days post implant of a 29mm sapien 3 valve, the patient now presents with severe paravalvular leak", and "the team did a bav with our delivery system and expanded the 29mm thv. Trace pvl was noted. In this case, paravalvular leak was improved with post-dilation (bav), so it may be related to the cardiac remodeling over the time. Cardiac remodeling could change the structure of annulus resulting in channel between the implanted valve to the target site (native annulus) over the time. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.